Manufacturer narrative:
(B)(4). The initial medwatch was submitted prior to receiving the results of evaluation. Based on the results of evaluation the heater bag temperature failed performance specification at fluid temperature 34.9 celsius. Therefore, this report is no longer a reportable malfunction.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.